Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: a large female was implanted (for proximal femur rotational osteotomy) with three cortical screws applied through a 4.5/5.0 lcp plate distal to the ostomy on an unk date. Two screws were applied eccentrically in the compression position, the third in neutral position and a post op x-ray showed good bone contact on bone ends. Pt was not weight bearing using hoist transfer from bed to chair. Pt slipped in a wheelchair and x-rays showed two compression screws were broken on an unk date. Pt was returned to operating room on an unk date, screws were removed and replaced. This is 2 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.